Manufacturer narrative:
B4: 24jul2020 g4: (B)(6) 2020 h10: a gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to an out of specification component on the air flow sensor board created the air flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27mar2020.

Event description:
It was reported that the ventilator had excess air volume. There was no patient involvement. The service engineer (se) inspected the device. The se found the unit had incorrect air flow. The se replaced the gas delivery system to address the reported issue and the unit passed testing.